Event description:
It was reported that the patient passed away. The date and cause of death were unknown. Programming history was reviewed, which revealed no anomalies. A battery life calculation was performed, which indicated that the generator was expected to be functional at the time of death. No further relevant information has been received to date.